Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A pt/layperson called lifescan on july 18, 2007 and alleged the pt's one touch basic enhanced meter would not turn. This complaint was classified based on the customer care advocate documentation. The pt also reported feeling tired and dizzy after the issue began. The meter reportedly would not turn on. The pt received no medical intervention or self-treatment. The pt stated the alleged issue began four days earlier at 8:15 am. The issue was not resolved with troubleshooting. The complaint is classified as a serious injury as the pt reported having symptoms after attempting to test. Product was replaced.